Event description:
It was reported that the user experienced hypoglycemia with a reported blood glucose of 53 mg/dl, treated with oral carbohydrate including orange juice and food, and the glucose later increased to 81 mg/dl; the cause of the low glucose was unclear, and device-related details contained insufficient information. Symptoms included diaphoresis and feeling overheated with sweating. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the device problem and component details were limited by insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.